Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the 90% stenosed, heavily tortuous and heavily calcified lesion causing the reported failure to advance. During removal the device interacted with the crushed and deformed distal tip of the guide liner causing the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily tortuous, and heavily calcified lesion in the distal right coronary artery (rca). A 3.5x38 mm xience sierra stent delivery system (sds) failed to cross due to resistance with the anatomy. The sds was being removed but resistance with the guide liner was felt. The sds was removed and it was noted that the stent had dislodged. The guide liner was also removed and it was noted that the entire distal tip was crushed and deformed, potentially contributing to the resistance during removal and subsequent stent dislodgment. The stent remained on the guide wire near the proximal rca. The proximal rca was also planned to be stented; therefore, multiple nc trek balloon catheters (gradually upsizing) were used to appropriately expand the stent and deploy it at the intended location in the proximal rca. The procedure was successfully completed with the deployment of five xience sierra stents in the rca with no residual stenosis. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.